Manufacturer narrative:
Initial and final MDR (B)(4) - device 5 of 5.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced five infusion set tubing hub broke off connection event on (B)(6) 2026. The infusion set was in use for one day. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.